Manufacturer narrative:
Our product evaluation lab received one model#: d205f7 catheter with attached monoject 1.5 cc limited volume syringe, 2 three-way stopcocks, a non-ew introducer located on the catheter body at 18 cm to 32 cm proximal from tip and a non-ew contamination shield located on the catheter body at 36.5 cm and 97.5 cm proximal from tip. The customer report of pacing issue was confirmed. Continuity testing found that there was an open condition in the ventricular proximal circuit. The rest of the circuits were continuous without short conditions. Further examination found that a full open condition around ventricular proximal electrode in the ventricular proximal circuit. No visible damage or inconsistency was observed from catheter body, syringe, connectors and balloon. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Although the customer report of pacing difficulty was confirmed by objective evidence, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. A corrective action will not be taken at this time. The IFU contains the following warning and precaution: this catheter requires special techniques for insertion and removal. Electrode dislodgment may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode or thermistor wire circuitry. As part of the manufacturing process, 100% of the units go through an electrode electrical continuity inspection.

Event description:
It was reported that the catheter was unable to pace with one of the electrodes from the beginning of use after catheter insertion. The customer continued to use the same catheter without a replacement with the electrodes that functioned properly. The following information was unable to be obtained: which electrode was defective, what kind of surgery/examination the catheter was used for or whether the patient had cardiac conduction defect. Patient demographic information was requested but unavailable. There were no patient complications reported. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.